Event description:
During a cable replacement in the side panel of the enterprise 8000x bed performed by an arjo service engineer, a patient fell from the opposite (right) side of the bed and sustained unknown injuries. Hospital staff reported that the patient was discharged, did not require surgery, but had to have a follow-up check. No more details regarding the patient's injuries were released by the facility.

Manufacturer narrative:
Based on the information provided, it can be concluded that the patient's fall from the right side of the enterprise 8000x bed during the cable replacement on the left side was not due to any device malfunction. The patient independently exited the bed via the small gap on right-hand side (which is opposite side of the repair) and fell to the floor. All side rails were in raised position. During the repair, the service engineer did not interact with the patient in any way. The decision to repair the bed while the patient was still using it did not contribute to the patient's fall. The instruction for use (IFU, 746-585-en) states: "product cannot be maintained and serviced while in use with the patient." The IFU also contains following information: "side rails are not intended to restrain patients who make a deliberate attempt to exit the bed." To sum up, arjo device did not fail to meet its specification, there was no malfunction that could lead to patient's fall. The patient made a deliberate attempt to exit the bed, so from that point arjo device played a role in the event. This complaint was assessed as reportable due to allegation of patient's fall. The UDI number is not available as the device was manufactured before UDI implementation.